Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's tablet was malfunctioning, but no patients were affected because the physician had multiple programming computers. The physician received a "failure to open port" error message when attempting to interrogate a patient. The wand battery was verified to be full. The wand was replaced, and the error continued. The tablet serial cable was then replaced, using the physician's tablet and wand, and the issue resolved, thus identifying the serial cable was the cause of the error. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. The faulty cable was destroyed.